Event description:
It was reported that a user experienced dexcom g7 sensor pairing failure that persisted for over an hour, after which troubleshooting steps were completed including bluetooth toggling, re-pairing with the sensor using code 1998, and a magnet activation technique, resulting in the sensor entering warm-up with an expectation of glucose readings upon completion. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included successful reinitiation of sensor warm-up without escalation or medical intervention. Investigation included remote troubleshooting and user education to resolve connectivity and pairing. Investigation of this case revealed a pairing failure attributed to sensor-app connectivity that resolved after standard troubleshooting steps, with no device damage reported. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption consistent with use-related or environmental interference.